Event description:
It was reported that one day post-implant, the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received several inappropriate shocks from the device while being transferred to a different facility and also while in the accident & emergency department (a&e). A review of the episodes showed oversensing of noise and a wandering baseline that was consistent with air entrapment. A magnet was placed over the device while the episodes and device data were reviewed. Technical services discussed troubleshooting steps to reproduce the noise and recommended x-rays, which could show the air entrapment and to ensure the electrode was fully inserted into the device header. It was noted the air should dissipate or be reabsorbed within a few days; the device could be programmed off with the patient monitored in the hospital operating room the sense vector could be reprogrammed from primary to secondary to avoid sensing the noise caused by air. It was later confirmed that the device was deactivated and after a couple of days, troubleshooting with patient postures, movements, and device manipulation was performed where no further noise was provoked. Technical services reviewed the data from troubleshooting and confirmed the secondary vector showed appropriate sensing. The physician planned to turn therapy back on and monitor the patient in the hospital for 24 hours. No additional adverse patient effects were reported outside of the hospitalization required due to the inappropriate shock therapy. The device remains implanted and in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.